Manufacturer narrative:
Medical device: 5076-45 lead implanted: (B)(6) 2012.

Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing impedance. The lead was attempted to be replaced, but the venous access to the heart was occluded. Consequently, the rv lead was inserted into the left ventricular (lv) port of the device and the lv lead was inserted into the rv port. The device was reprogrammed to rv pacing only. The rv lead remains in use. No patient complications have been reported as a result of this event.